Manufacturer narrative:
Additional information received: updated investigation results: received = 1x x-smart head cap h1004c5210500 x-smart head cap sav bad maintenance (user) the file is hard to remove, this failure is probably caused by rust or other foreign matter in the head cap. With this additional information, adding additional codes: investigation findings: adding 646 investigation conclusions: adding 19, 18, 51, 61 this is a follow up report for this additional information.

Event description:
In this event it is reported that x-smart w/contra angle eur stopped during use. No injury.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Device received, investigation summary: as per service engineer- (B)(4) - head cap- problem under warranty invoice no. (B)(4) dated 18-02-23. There was no injury to the patient problem investigation- cartridge,neck ,head cap and casting assembly - replaced cartridge ,neck , head cap and casting assembly.